Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e8 (power interrupt) and none of the buttons on the device were functioning. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The down button is always active. Due to an external mechanical influence the snap dome of the down button is pressed through. This source led to an always activated down button and therefore, the e8 message could not be confirmed because all the buttons do not react on pressure. The problem mentioned by the customer is related to careless handling of the product.